Manufacturer narrative:
Exact date unknown, event occurred 5 years ago from date manufacturer was made aware. Explant date: 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16082/110824.

Event description:
It was reported that patients spinal cord stimulator (scs) device was causing a lot of pain. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.